Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent alert 41 indicating an insulin absolute range error that did not clear after a restart, and the user was unable to perform a supply change with the pump chamber empty; the ilet itself remained functional, but water resistance was advised as no longer assured and a replacement device was shipped. Symptoms included no injury or adverse physiological effects. Outcomes included interruption of insulin delivery functionality, user inconvenience, and the need for backup therapy. Investigation included a review of the device history and technical assessment based on the reported alert and use conditions. Investigation of this case revealed a device malfunction consistent with an insulin delivery system absolute range error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.